Event description:
Doctor reported that when there was just a small remainder of the uterus to be transected on the right side, it was noticed that one blade of the harmonic scalpel had weakened and broken off. The blade did not break off in the patient's abdomen and was located on the drape. A new harmonic scalpel was obtained and procedure continued with no complications.